Event description:
It was reported that during an ablation procedure, the irrigation port on a therapy cool path ablation catheter broke and leaked saline. The physician placed the catheter into the heart and was unable to ablate with it. It was noted that the irrigation port was cracked and leaking saline. The catheter was replaced and the procedure completed with no consequences to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis at this time. Upon receipt of the device and completion of a failure investigation, a supplemental medwatch report will be filed.